Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage to provide proper voltage to te image processor pcb assembly. The system was tested and found to be working as intended and returned to service.